Manufacturer narrative:
The product was not returned for evaluation, therefore, the condition of the product could not be verified and visual inspection could not be performed. The device history record (DHR) for the batch was reviewed and no abnormalities were found. The product met release criteria. Because a sample was not returned, the root cause cannot be determined. There is one similar complaint reported for this lot. Additional information was requested by phone, fax and mail on (B)(4) 2012. Information was received on (B)(4) 2012. (B)(4). This report was mailed to FDA on: (B)(4) 2012. (B)(4).

Event description:
A center director reported that during glaucoma filtration surgery, the glaucoma shunt would not release from the inserter. The surgeon performed a trabeculectomy instead. In a follow-up, the surgeon reported that there was no harm to the patient.